Event description:
Reported by the customer as: "pump over infused, the IV bag emptied out very quickly." Patient injury? No.

Manufacturer narrative:
Actual device from complaint was evaluated. Results: a visual inspection of the device revealed damage to the platen/door and rear cases, indicating that it has been dropped. Conclusions: the device was dropped, which damage directly caused the over infusion.